Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. D6a: implant date is unknown.

Event description:
It was reported that the patient's lead was fractured and had high impedances causing ineffective stimulation. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.